Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 7074406 / 7074410.

Event description:
It was reported that the patient developed an infection at the ipg site. It was noted that a creamy leakage was coming out from the battery site. Antibiotics were prescribed. It was unknown if the infection was device related and it was not procedure related. The physician stated that the patient is diabetic and was not sure if that cause the situation. All devices were explanted and the patient was doing well postoperatively. The explanted ipg and leads will not be returned.